Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
On (B)(6) 2018 the user visited the clinic and reported that since the beginning of the year, when the audio processor (ap) is attached to the implant, it feels painful. Thus, the user requested to have the device removed. The surgeon plans to explant the device this month and not to re-implant the user.

Manufacturer narrative:
As per the received information, the recipient experienced pain whilst wearing the external audio processor. However the external magnet strength was decreased and reportedly the recipient no longer experiences pain anymore. The implant remains implanted and in use. This is a final report.

Event description:
On (B)(6)2018 the recipient visited the clinic and reported that since the beginning of the year, when the audio processor (ap) is attached to the implant, it feels painful. The recipient had been able to use the device after the initial activation without any pain. Thus, the recipient requested to have the implant removed. The device was not explanted as planned due to a health problem which had since been resolved. However the recipient is now going to be monitored and re-implantation is not being considered by the clinic at this time.